Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replaced batteries more frequently and sometimes scuffs on screen make it difficult to read screen dented on insulin pump casing. Customer stated that act button was sticking and cracks on act buttons. Customer stated that insulin pump had few random unexplained no delivery alarms and motor stopped midway during rewind frequently occurring motor takes longer to rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.